Event description:
Customer's wife reported an incident of hyperglycemia requiring hospitalization at a time when the customer was unable to use the advantage system, due to error within specifications. Customer's wife advised that she doesn't remember the time frame between the last attempt to use the meter and the incident. Replacement product sent; product return requested.